Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem on the trial is bent.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Product returned.

Manufacturer narrative:
Examination of the submitted device confirmed the reported bent condition. A complaint database search against product code (B)(4) finds no additional reported events. The root cause is attributed to user technique. Side forces/leveraging have been applied to the device resulting in the bent condition. Based on the root cause determination of user technique and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.